Event description:
The manufacturer received information alleging a ventilator was alarming continuously. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Sensor board tubing was pinched. The tubing was re-routed to address the issue.